Manufacturer narrative:
Product returned for analysis; however, the analysis has not yet been completed. (B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers of 3008264254-2016-00007 and 3008264254-2016-00006.

Event description:
During an elective coiling procedure of an internal carotid artery, an orbit galaxy coil failed to resheath, another orbit galaxy had resistance in the microcatheter resulting in stretching and separating of the coil in the microcatheter, and a third orbit galaxy had positioning difficulty in the aneurysm, became entangled with previous coils, prematurely detached, protruded into the parent vessel and remained in the patient. The physician attempted to resheath the first orbit galaxy coil ((B)(4)/17021981); however, during the resheath process, the technician and physician noted that the orange locking mechanism would not advance back over the sheath. There had been no difficulty during unsheathing the device, and excessive force had not been used on the device. The introducer did not appear damaged and the pre-score did not rupture. The actual coil did not appear damaged (i.e. Kinked, stretched, fractured, pre-maturely detached). The coil was removed and set aside for a new one. There was no clinically significant delay in the procedure. It was reported that the device would be returned for analysis. The physician attempted to advance the second coil ((B)(4)/17381622) in the sl10 microcatheter, but felt resistance. The coil and microcatheter were removed together, but when the coil pusher was inspected, no coil was on the end of it. The coil had separated and remained in the microcatheter. The coil appeared to have been stretched prior to breaking. There had been a continuous flush through the microcatheter. One coil had been advanced through the same microcatheter prior to this event. No additional intervention was required and the entire coil was removed. The event did not result in a clinically significant delay in the procedure. The pusher is available for return. During the same procedure, the physician attempted implant the third complaint orbit galaxy ((B)(4)/17196190) into aneurysm using a dual microcatheter technique, but the coil became entangled with the previously implanted coils. This was the fifth coil implanted. During repositioning (approximately 10 attempts at repositioning) using an sl10 microcatheter, physician noted a "pop" and a corresponding angiographic appearance of a stretched coil. The distal portion of the coil remained in the aneurysm. The physician attempted to withdraw the system and the coil detached off of the pusher. The pusher was withdrawn and no coil remnant was found. Physician conducted subsequent runs and visualized coil that stretched from the ophthalmic segment to the terminus of m1 in the mca. There was no blood flow restriction/reduction as a result of the coil being in the parent vessel and no additional intervention was performed to retrieve the coil from the patient. It was reported that the coil tail remained in the vessel, and was too long to be stented to the vessel wall. There had been no resistance between the coil and microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no patient injury or symptoms due to the event, and no further intervention was planned. The patient was stable. It was reported that the device would not be returned for analysis.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during an elective coiling procedure of an internal carotid artery, an orbit galaxy coil failed to resheath, another orbit galaxy had resistance in the microcatheter resulting in stretching and separating of the coil in the microcatheter, and a third orbit galaxy had positioning difficulty in the aneurysm, became entangled with previous coils, prematurely detached, protruded into the parent vessel and remained in the patient. The physician attempted to resheath the first orbit galaxy coil (640cf0615/17021981); however, during the resheath process, the technician and physician noted that the orange locking mechanism would not advance back over the sheath. There had been no difficulty during unsheathing the device, and excessive force had not been used on the device. The introducer did not appear damaged and the pre-score did not rupture. The actual coil did not appear damaged (i.e. Kinked, stretched, fractured, pre-maturely detached). The coil was removed and set aside for a new one. There was no clinically significant delay in the procedure. It was reported that the device would be returned for analysis. The physician attempted to advance the second coil (640cx3509/17381622) in the sl10 microcatheter, but felt resistance. The coil and microcatheter were removed together, but when the coil pusher was inspected, no coil was on the end of it. The coil had separated and remained in the microcatheter. The coil appeared to have been stretched prior to breaking. There had been a continuous flush through the microcatheter. One coil had been advanced through the same microcatheter prior to this event. No additional intervention was required and the entire coil was removed. The event did not result in a clinically significant delay in the procedure. The pusher is available for return. During the same procedure, the physician attempted implant the third complaint orbit galaxy (640cx2505/17196190) into aneurysm using a dual microcatheter technique, but the coil became entangled with the previously implanted coils. This was the fifth coil implanted. During repositioning (approximately 10 attempts at repositioning) using an sl10 microcatheter, physician noted a ¿pop¿ and a corresponding angiographic appearance of a stretched coil. The distal portion of the coil remained in the aneurysm. The physician attempted to withdraw the system and the coil detached off of the pusher. The pusher was withdrawn and no coil remnant was found. Physician conducted subsequent runs and visualized coil that stretched from the ophthalmic segment to the terminus of m1 in the mca. There was no blood flow restriction/reduction as a result of the coil being in the parent vessel and no additional intervention was performed to retrieve the coil from the patient. It was reported that the coil tail remained in the vessel, and was too long to be stented to the vessel wall. There had been no resistance between the coil and microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no patient injury or symptoms due to the event, and no further intervention was planned. The patient was stable. It was reported that the device would not be returned for analysis. (B)(4): a non-sterile orbit galaxy 6x15 was received coiled inside of a plastic bag. The hypotube was inspected and it was found without any damage. The introducer was received un-zipping and elongation condition was found on it. The support coil was received partially outside the introducer and it was found damaged. The gripper and embolic coil were received inside of the introducer. The gripper and embolic coil were inspected through the introducer. The gripper and embolic coil were inspected under microscope system; the gripper was found without damages while the embolic coil was found stretched. Functional analysis could not be performed due to the support coil condition outside of the introducer. The review of lots 17021981and 16101086d found (B)(4) rejected units (kinks on dt) that may be related to the reported complaint; however, inspections are in place that prevents these kinds of damages from leaving the manufacturing facility. No other issues were noted that were considered potentially related to the reported complaint. (B)(4): a non-sterile orbit galaxy 3.5x9 was received coiled inside of a plastic bag. No damages were noted on hub. The hypotube was inspected and it was found kinked at 19, 20, 20.5, 37.4, 77 and 91cm from the proximal end of hub. The introducer was received un-zipping and it was found without any damage. The coil was found broken, the headpiece was found attached to the gripper. The support coil and gripper were received outside of the introducer. No damages were noted on support coil. The gripper and rest of the head piece were inspected under microscope system; the gripper was found without any damage while the rest of the embolic coil was found separated of headpiece and it was found stretched. The suture was found damage. The od from the delivery tube was measured and was found within specification. The review of lot 17381622 found that (B)(4) rejected units were rejected ((B)(4)) that may be related to the reported complaint: however, inspections are in that prevents these kinds of damages from leaving the manufacturing facility. No other issues were noted that were considered potentially related to the reported complaint. (B)(4): review of DHR for lot 17196190 concluded (B)(4) rejected units (kinked coil) may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities no other issues were noted that were considered potentially related to the reported complaint. The resheathing difficulty for lot 17021981 was confirmed during functional analysis. The root cause of the event could not be determined; however, the applying force to the device (sheath elongation) may have contributed to the event. Since it was reported that the coil was not damaged, the coil damage found during analysis was related to post-procedural handling/shipping. The resistance and withdrawal difficulty for lot 17381622 could not be evaluated due to the condition of the hypotube and embolic coil; however the coil stretching and separation were confirmed. The condition of the embolic coil was apparently caused by applying excessive force on the device against resistance during attempted retrieval from the microcatheter, but this could not be conclusively determined. The events associated with lot 17196190, including the positioning difficulty, coil stretching, entanglement with previously implanted coils and protrusion into the parent vessel could not be confirmed without product return for analysis or procedural films to review; however, the events appear to be related to procedural factors (coil entanglement and detachment when attempting to retrieve the coil). Premature detachment, coil entanglement, and coil migration into normal vessels are known events that can occur with use of the device and with coiling procedures. The IFU cautions ¿repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil¿. The events related to the three devices associated with this complaint appear to be related to procedural factors. Neither the analysis nor the DHR suggest that the events reported could be related to the manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers of 3008264254-2016-00007 and 3008264254-2016-00006.